Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarm occurred. The customer delivered smaller bolus's to resolve the issue. Reportedly, the customer was not properly cycling the cartridge. The customer cleared the alarm and reported that the cartridge would be changed. There was no adverse impact to customer¿s blood glucose level.